Event description:
During the index procedure one launcher guide catheter, four euphora and nc euphora balloons, and two resolute onyx drug eluting stents were used to treat a lesion in the lad. During the procedure a perforation/dissection occurred. The site denies any device malfunction of balloons or stents.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.